Event description:
The home pt (hp) reported feeling full and short of breath, as if hp were overfilled, on 2 occasions during dwell 3 of 5 while using the homechoice cycler for apd therapy. Each time, the spouse of the hp placed the cycler into a manual drain and removed approximately 3l of fluid, which is greater than the programmed fill volume of 2l. The hp then continued each apd therapy to completion. Follow up with both the hp's spouse and the hp's healthcare professional (hcp) reveals the hp is a "positional drainer" and dose not drain fluid out completely when in a supine position. According to the hp's spouse the hp has difficulty tolerating being positioned upright and is in a supine position during apd therapy. As a result, the hp may not fully drain during apd therapy and will also occasionally receive "low drain volume" alarms. The hp's spouse relates that when a "low drain volume" alarm occurs, they will termporarily place the hp in an upright position until hp has fully drained. The hp did not receive any sustaining pt injury as a result of these incidents.